Event description:
A 1.5mm x 15mm sprinter rx dilatation balloon catheter was used to pre-dilate an lad lesion. The lesion morphology was reported to be non-tortuous with no calcification and 90% stenosis. It was reported that the balloon was advanced to the intended lesion site. It was reported upon the first inflation of the balloon, the balloon ruptured at a pressure of 14 atmospheres. The balloon was successfully removed from the pt as one unit. The lesion was then successfully dilated with a second sprinter rx dilatation balloon catheter. The user facility discarded the device due to the pt having an infectious disease and there are no films available for this case. No add'l sequelae were reported and the pt is reported to be fine. Please note that this device (spr1515x / lot# 0000300394) is distributed outside the united states; however, it is similar to the united states distributed product spr1515w.

Manufacturer narrative:
Conclusions: device failure related to user handling (taken above rated burst of 12 atms).